Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that barrier formation failed. Crt cell preparation tube (4ml) barrier formation failed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed, however gel smearing was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation or gel smearing was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier and gel smearing) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. This complaint was unable to be confirmed for gel smearing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that barrier formation failed. Crt cell preparation tube (4ml) barrier formation failed.